Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) tightened the syringe, adjusted the sample pot and replaced the ise buffer valves to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported receiving erroneous high patient results for the ise (ion selective electrode) chemistries on the au680 clinical chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no effect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event.